Manufacturer narrative:
Section h4: additional information this event was determined to be a duplicate to the event reported in MFR # 2916596-2018-01083. Manufacturer's investigation conclusion of MFR # 2916596-2018-01083. Although the reported low speed events and pump stoppage were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. Technical services personnel arrived onsite on 02may2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 19 inches. Visual inspection revealed a tear to the outer silicone jacket approximately 2.5 inches from the controller connector, that had been repaired with rescue tape. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding revealed approximately 10.5 inches of breakdown starting from the controller connector. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of splice on (B)(6) 2018.